Manufacturer narrative:
Additional information: a4, e1 ( first name, last name, phone number), a4, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the laparoscopic bilateral salpingectomy, hysteroscopy, lesion resection and curettage. The barbed suture was used to suture the affected area and and then removed the abdominal cavity through a 10mm. Puncture sheath. After the uterine manipulation, the hand-washing nurse sorted out the supplies and found that the needle tip of the barbed wire was missing. The operation was suspended to search for the needle tip, but the needle tip was not found on the 10mm puncture sheath, instrument table, and operating table. C-arm fluoroscopy was used to search for the needle tip, but no needle tip was found. The radiology department performed bedside x-rays but none was found as well. The surgeon then decided to close the incision.